Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 1627487-2022-00078. It was reported the patient underwent a non-related surgical procedure wherein both of the patient's ipgs were not placed into surgery mode prior to the procedure. As a result, either of the ipgs were unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipgs were deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.